Event description:
Caller reported multiple intermittent occlusion events. There was no adverse impact to the customer's blood glucose level. The issue was resolved by changing the cartridge and resuming insulin, and the case was closed by technical support.